Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by abiomed inc, or its employees that the report constitutes an admission that the product, abiomed inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
Clinical narrative: an impella 5.5 device was inserted surgically into the right axillary/subclavian artery in a 61-year-old male patient presenting in heart failure, cardiogenic shock, cardiomyopathy, in scai stage d shock, on multiple inotropes and vasopressors, prior to initiation of support. While the patient was in the intensive care unit (ICU), the pump had signal on the automated impella controller (aic) from the originating hospital. The aic was switched to a new aic, but a controller error appeared. The motor current (mc) was pulsatile. The aorta (ao) and left ventricle (lv) were dashed out. The team was aware that if switched out, there is a risk the pump may not restart. The decision was made to run on error console and monitor the mc and hemodynamics. Four days after impella insertion, the family withdrew care and the patient expired on support. The impella functioned at p-8 at 2.7l/min as intended. The automated impella controller (aic) is conservatively being reported for death; however, is unlikely to have contributed to the patient's death, which was most likely due to the clinical condition of a critically ill patient in cardiogenic shock, complicated by stage d shock.